Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the system faulted with an error 319 on the system's universal surgical manipulator (usm) 1. The customer power-cycled again and did an emergency power off (epo) of the patient side cart (psc) with no change to the error. The customer said they will swap out the psc with another one, from a different system. The procedure was converted to another da vinci system, and there was no reported patient harm, injury, or adverse outcome. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the customer stated they converted to another psc due to needing all four (4) usms for the procedure. The surgeon, as well as other people, in the operating room (or) insisted that all four (4) usms was needed, and did not want to continue using only three (3) usms, with the current psc. The clinical territory associate (cta) helped bring in another psc, that was not in use, to complete the procedure.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse verified the error 319 on the system's universal surgical manipulator (usm) 1. The fse replaced the usm to resolve the issue. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed and replicated the customer reported complaint, "error 319". Fa installed and tested the unit on a patient side cart fixture test platform (pftp). The usm failed the fiber test on the rolling loop. After fa replaced the rolling loop fiber cable, the unit was tested on the pftp and passed the direction test, lissajous, chipencoder virtual absolute (cva) characterization, sensors check, sine cycle, friction test, carriage friction test, brake release test, brake hold test, advanced brake test, carriage strength test, and carriage switches test. Fa noted the root cause was attributed to a component failure.